Event description:
A malfunction was reported with a malfunction code displayed as malf 0. There was no reported adverse impact to the customer's blood glucose level. The customer was assisted by technical support in resetting the pump, and no recurrence of the malfunction code occurred after the reset. The customer was advised to continue using the pump and to call back if the malfunction code recurred, which they acknowledged and understood.